Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, noise in the image due to a faulty main board was noted. In addition, flickering image due to corrosion, dust inside the unit, heavy corrosion on chassis, front panel corrosion, front panel crack, top cover paint peeling, power switch crack, and dent on the tank socket were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the video system center image was heavily flickering during a diagnostic gastroscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue image flickering was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.